Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. However, pump error alarm confirmed in the pump history due to broken pin trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis